Event description:
The pump was returned for pneumatic valve actuation failure (valve 6). The device was attached to a bracket and powered on, no alarms or errors occurred. A minor pump problem alarm was observed when an infusion was started. Log files were reviewed and valve 6 actuation failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. Damage was identified on the lcd screen screw bosses. The pneumatic system was able to pass recharge testing successfully but failed during the hardware test for a valve 6 leak. The tank body was inspected for damage and a crack was found on the negative side of the tank. An excessive amount of adhesive was found on the tank body as well as the manifold block. One of the o-rings was found glued to the manifold block. The o-rings were removed during inspection and will be replaced during repair.

Event description:
The following has been reported: biomed reported: "pump problem sn: (B)(6)" no patient harm. Pump did stop during active infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.